Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced low blood glucose 40 mg/dl and high blood glucose from 250 mg/dl to 300 mg/dl. The customer was treated with food. Troubleshooting was not performed. The customer did not mention if auto mode was in use. The product will not be returned for analysis.